Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was at 5%. Subsequently, the battery depleted and the pump shut off. The pump was connected to a power source and was able to be turned back on. During troubleshooting with tandem technical support, review of the pump data confirmed a low power alert and a low power alarm had occurred and had not been addressed by the user by charging the device. Recommendation was made to the customer to charge the pump more frequently. The customer's blood glucose (bg) level was 274 (mg/dl) and a bolus via the pump was delivered to address bg level.